Event description:
The lay user/patient contacted lifescan alleging that the onetouch ping meter was prompting the "error 1" message, which was unresolved with troubleshooting. There were no allegations of harm or injury.